Event description:
The customer stated that he received a blood glucose reading of 593 mg/dl and two minutes later, got a reading of 128 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and a replacement meter and strips will be sent.